Event description:
Caller reported multiple intermittent occlusion alarms. Customer would clear the alarm and resume insulin delivery to resolve the occlusions. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, customer delivered correction injection via manual insulin therapy to address the elevated bg. Caller declined additional assistance.